Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was crack at battery compartment right around the edge. Customer's blood glucose level was unknown. Customer stated that the rewound process was louder and slower. Customer declined to report to technical support team. Insulin pump will be returned for analysis.